Event description:
It was reported that the customer was experiencing discrepancies between the sensor glucose readings and her blood glucose. The customer was reportedly only calibrating twice per day. It was stated the patient was advised to calibrate four times during stable moments. The customer's blood glucose was 4.8 mmol/l. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.